Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. This complaint is being reported due to the following conclusion: it was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. The patient was discharged to inpatient rehab.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. Patient medical history included severe copd, and left upper lobe squamous cell carcinoma treated with sbrt. Tools utilized included a 21g flexision needle with compatible forceps and cytology brush. Imaging modalities included c-arm fluoroscopy and radial ebus. The patient had 3 lesions biopsied. The lesion distance to the pleura was 10mm and it's unknow which lesion is the closest. Lesion #1 was 0.8cm in size and located in the right upper lobe; lesion #2 was 2cm in size and located in the left upper lobe; and lesion #3 was 0.6cm in size and located in the left lower lobe. Fiducials were placed around one lesion on the right side and one lesion on the left side intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that the pneumothorax was likely caused by fiducial placement. Per the physician, the pneumothorax occurred because they ran out of fiducial marker delivery catheters, so a needle catheter was used to deliver the fiducial markers. The catheter was not very radio-opaque and it appeared that the catheter was inserted too far in before the physician could identify it when placing the markers. The physician believed the pneumothorax could have potentially occurred via another biopsy modality. The initial size of the pneumothorax was 11mm from apex and increased to 20mm. A 14 french chest tube was placed to resolve the pneumothorax. The biopsy yielded a diagnosis of squamous cell carcinoma for the right side lesion. Lesion #2 sample contained atypical cells (non-diagnostic) and #3's diagnosis was granuloma (benign). Additional medical interventions were provided because the patient tested positive for covid right after the procedure; as a result of which hospitalization was prolonged for covid pneumonia treatment. The patient was hospitalized for 10 days and the chest tube was removed prior to discharge to inpatient rehab. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.